Event description:
It was reported that during a low anterior resection the circular stapler did not fire properly. Staples did not form properly. The surgeon had to hand sew the anastomosis by hand which resulted in additional o.r. Time of one hour.